Event description:
It was reported that the patient presented with low back pain. X-rays indicated "left-sided l5 pars fracture. There is no spondylolisthesis on flexion, extension and no gross instability" an MRI of the lumbar spine without contrast indicated "bilateral l5 spondylolysis without spondylolisthesis. Small right l4-l5 protrusion. Minimal thoracolumbar curve." The patient presented with "significant lower lumbar pain, status post birth of her last child. It is located in the left buttock and markedly worse with standing, bending backwards, is less with sitting and lying down. Occasionally, she has radiating pain to the lower extremities, to the posterior thighs, and just behind the knees, particularly on the left. The patient is noted to have spondylolysis at l5, is now seen for decompression and fusion at 5-1. She has failed conservative treatment." The patient underwent l5-s1 tlif and psf using posterior instrumentation, peek interbody cage, and rhbmp-2/acs to treat isthmic spondylolisthesis l5 on s1. The bmp sponges were rolled and placed far lateral to the screws, within the interbody cages, and posterior to the cages. On pod 14 the patient presented for follow up. Per the physician's notes, "she does not have any back pain at all, no leg pain." X-rays indicated "implants in good position. The cage is still over to the left side of midline... But it is definitely within the disk space and she has good lordosis on the later. Bone graft looks good as do the screws and rods." 49 days post-op the patient presented with right buttock pain. X-rays indicated "implant is in good alignment between l5 and s1; no evidence of complication. The interbody fusion actually looks pretty good on the lateral." 57 days post-op, the patient presented for follow up. "She is neurologically intact and has good motion. The wound is healed. She is having a little bit of trouble with her neck" she had a spurling's to the left with right-sided radiculopathy; not to the right. She does have normal reflexes; maybe a little diminished brachioradialis on the right." 92 days post-op, the patient presented for follow up. "She is three months out, but is just having a lot of left-sided pain at the lumbosacral junction. No real leg pain, just back pain. On examination she is tender to palpation. She is neurologically intact." X-rays "show the implant in good position, no evidence of complications, a solid interbody fusion, screws in good position." 128 days post-op, the patient presented with right buttock pain and right posterior leg pain. 131 days post-op, an MRI of the lumbar spine with and without contrast indicated "suggestion of early bony fusion across the l5-s1 disc space. No evidence of neural element compromise. Slight regression of spondylotic disease at l4-l5. Bilateral sacroiliac joint process greater on right than left." 141 days post-op, the patient presented for follow up. Per the physician's notes, "I went over her MRI study and to me it looks quite good. She actually has resolution of some of the disk bulging she had at 4-5 before. The 5-1 level looks pretty good. No evidence of complication." 240 days post-op, the patient called the physician's office requesting refill of pain medication. 441 days post-op, a CT scan of the lumbar spine indicated "normal l3-4 discogram. Degenerative disc disease l4-5 with right posterior paracentral annulus tear with extension of contrast through annulus into epidural space. The patient had marked typical pain during injection of this disc. L5 decompressive laminectomy and l5-s1 fusion which looks solid. Screws extent a little beyond the anterior cortex. The l5 screws traverse the l4-5 facet joints on each side." 543 days post-op, the patient underwent l4-5 posterior interbody fusion to treat ddd at l4-5. Posterior instrumentation, peek interbody cage, local bone and rhbmp-2/acs were used. Per the operative notes, "bony overgrowth was noted over the l5-s1 implants." There were no noted complications. Patient was discharged on pod 3.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.